Manufacturer narrative:
(B)(4) follow up. It was reported the screw mouth is deformed. To aid in the investigation, one video was provided for evaluation by our quality team. The video shows a prefilled syringe with no packaging flow wrap and the syringe barrel luer damaged. No other defects or imperfections were observed. This condition occurs if a tip cap becomes jammed at the tip cap assembly station. Based on the investigation with the video sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: when opening the package, the screw mouth is deformed, and a claim is required, but no complaint reply letter or complaint receipt letter is required.